Event description:
It was reported through the research article, ¿gastrointestinal bleeding during long-term left ventricular assist device support: external validation of utah bleeding risk score¿, a retrospective observational study evaluating 75 continuous-flow left ventricular assist device (lvad) patients, including those supported with heartware hvad (93%) and heartmate iii (hm3) devices (7%), implanted between 2010 and 2021 at a single tertiary transplant center that hm3 may be associated with gastrointestinal bleeding (gib), right ventricular failure (rvf), infection, ischemic and hemorrhagic stroke, intracranial hemorrhage, thrombus, hemorrhage, acute renal failure (arf), arrhythmia, transplant, and death. The study followed patients for an average of 905.9 ± 724 days of lvad support and 1598 ± 1107 total clinical follow-up days. Conducted as an external validation analysis, its purpose was to assess the predictive accuracy of the utah bleeding risk score (ubrs) in identifying gib among lvad recipients and to compare its performance with two non-lvad-specific bleeding risk tools, arc-hbr and has-bled. The study found that gib represented the most common type of major bleeding event, accounting for 43.5% of major bleeds, and occurred more frequently in patients with longer lvad support durations. Ubrs demonstrated strong predictive capability with an auc of 0.86 and effectively stratified patients into low-, intermediate-, and high-risk categories, whereas the arc-hbr (auc 0.61) and has-bled (auc 0.52) scores showed poor discriminatory performance in this population. The study further reported that major bleeding events¿whether gastrointestinal or not¿were associated with significantly reduced survival probability and significant elevated risk of associated adverse events, death and transplantation. Overall, the findings highlight gastrointestinal bleeding as a common and life-threatening complication during extended lvad therapy and support the usefulness of ubrs in identifying patients at elevated risk.

Manufacturer narrative:
Additional h6 codes: 1891 - intracranial hemorrhage, 1888 - hemorrhage/blood loss/bleeding, 2041 - renal failure, 1721 - arrhythmia. Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: the date of event has been entered as 01june2016 as patients were implanted between november 2010 and december 2021. Vadalà, g., madaudo, c., fontana, a., sucato, v., bicelli, g., maniscalco, l., parlati, a. L. M., panarello, g., sciacca, s., pilato, m., cipriani, m., & galassi, a. R. (2025). Gastrointestinal bleeding during long-term left ventricular assist device support: external validation of utah bleeding risk score. Journal of cardiovascular development and disease, 12(3), 105. Https://doi.org/10.3390/jcdd12030105 division of cardiology, university hospital, via del vespro 129, 90100 palermo, italy 2 3 4; department of health promotion, mother and child care, internal medicine and medical specialties, university of palermo, 90127 palermo, italy; institute of transplant and highly specialized therapies (ismett) of palermo, 90127 palermo, italy; department of advanced biomedical sciences, university of naples federico ii, 80131 naples, italy; correspondence: vpeppe80@gmail.com; no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system and the reported events could not be conclusively established through this evaluation. Additionally, a specific cause for the patient¿s infection and sepsis could not be confirmed through this evaluation. The device history records could not be reviewed as the heartmate 3 device serial numbers as well as other specific case/patient information, are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), revision d, and the heartmate 3 patient handbook, rev. A, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including stroke, bleeding, infection, sepsis, right heart failure, device thrombosis, renal failure, and cardiac arrythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) values, as well as suggested anticoagulation modifications. Section 6 of the IFU (under "ongoing patient assessment and care"), includes a list of heartmate 3 patient assessments and lists infection, thromboembolism, arrythmia as potential late postimplant complications. Section 6 of the IFU (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.